Manufacturer narrative:
A ge service representative performed an on site investigation. The temperature sensor was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system overheated and had to be rebooted in order to proceed with case. When the system overheats, it may shut down without command. There is no report of injury or death associated with the event described in this complaint.